Event description:
It was reported that when a patient presented in clinic for routine follow up, inappropriate therapy due to post sensed t-wave oversensing was observed. Post paced t-wave oversensing was also observed. The physician decided to optimize the pharmacologic therapy and reprogram the device. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.